Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that they called a few weeks ago with pump issues and was told patient¿s pump would be replaced. The reporter stated that the replacement pump was not received. The reporter stated that she put the patient back on the pump after giving injections. The reporter stated that patient¿s blood glucose (bg) was greater than 600mg/dl with vomiting and was admitted to the hospital with diabetic ketoacidosis. The patient was treated with IV fluids and insulin drip. The reporter stated that the pump was off at this time. The reporter stated that the replacement pump did not arrive an reported that they resumed the pump despite being told to come off on (B)(6) 2013. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.